Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified therapeutic procedure, the high flow insufflator made a beep sound and the power turned off while the physician was using it. The procedure was completed after switching to another uhi-4. There was no patient injury or medical intervention associated with this event.